Event description:
It was reported that this pacemaker exhibited over/under sensing and presented noise artifact on the right atrial channel. Technical services (ts) recommended programming changes to resolve. This device remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced pocket stimulation and syncope. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited over/under sensing and presented noise artifact on the right atrial channel. Technical services (ts) recommended programming changes to resolve. This device remains in service. No adverse patient effects were reported.